Event description:
An eye care practitioner reported that a patient experienced iritis associated with 3 ulcers located peripherally at 1-2 o'clock with edema. History of wearing focus night & day lenses on 30 day continuous wear basis. Treatment consisted of discontinuation of lens wear & topical steroids, pre-event acuity unknown. Event resolved with visual acuity reported as 20/40, od. No information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as iritis." As there was no product or lot number provided, no detailed investigation can be performed.